Event description:
Pocket erosion. Explant of entire system and replaced with mdt leadless implantable pulse generator (ipg). Reference reports mw5154880, mw5154881. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).